Event description:
Had essure birth control device implanted (B)(6) 2009. Been having pain ever since. Had an adverse and fatal incident regarding the device on (B)(6) 2017. Bled for 30 days afterwards. Could not swallow when eating. Couldn't have a normal life regarding this device. Abnormal bleeding and stomach infections. Even had to be vaccinated regarding this device. This metal pet fiber implant should never have been approved. Question. What does metal do after it sits in water for so long? It rusts. Had this device been removed in (B)(6) and I do have a pending lawsuit regarding this device for my suffering and pain, regarding this birth control. And I want my testimony and voice to be heard because nobody believed me regarding this product.